Event description:
It is essential and my obligation of one familiar with FDA medical device regulation that I bring this very adverse matter to your attention. In 2005, 2005 my wife had full knee replacement. Upon pre-surgical inquiry and recognized as a dental materials expert I asked dr what he intended to use as a bone cement. His answer "that dental stuff" I said oh no as he brushed and cast my remarks over his shoulder! Seven mos later, my wife came down with what's called myoclonis/opoclonis paraneoplastic syndrome and lung cancer was also diagnosed. Seven mos later she passed away. You will now find the following not only an adverse dichotomy and which may have severely compromised her immune system to allow a latent cancer to bloom but I have also identified 2 others in the metro-west boston area who came down with cancers several months after hip and or knee replacement. I informed cdc. I enjoyed talking with you today but always remember the practice of medicine and dentistry is an art rather than a science. Fyi! A science requires for the very, very, most part, complete intelligent objectivity input that leads to a near certain outcome and intelligently drawn objective conclusion. Today's medicine and dentistry includes far way too much subjective input and uncertainties to be considered a science. You know, something like the objectivity required of a criminal case v. The speculation and subjectivity of a civil case leading to just a mere probable and far more less reliant & just logically based outcome and conclusion. In this instance, for medical mistakes, I believe a medical stake and mistake would be considered as such; a medical stake= what the textbook & experts assert to do but is done for reasonableness and which is usually thought to be done and considered usual and customary practice in the area. A medical mistake= what the textbook and experts assert and is unreasonably not done where it is usual & customary in the area to do it by one's peers. I believe susan's unfortunate situation fits the latter. Which follows addresses the product liability and implied warranty of merchantability issues we also discussed. I just noticed in the stryker bone cement formula they may have deceived FDA in presenting their class 2 medical device 510-k submission if they, had made any revision to their original formula which perhaps was FDA grandfathered prior to 1978. The 75% they refer to is the already polymerized soluble p-mma and styrene powder system incl. Benzyol peroxide as a free end radical oxidizing agent, the unpolymerized methyl methacrylate liquid is essentially mma rather than how it is described as a p-mma. However of the system they describe and represent, the very harmful unpolymerized liquid monomer component again is not polymethylmetacrylate or p-mma. No one at FDA outside of their dentist in the division of medical devices & radiological health that I know, would have ever picked up on that! So I feel and from what you now know there may have been deception in any subsequent class ii device 510-k filings. This however does not absolve themselves of any product liability issues. However they want to state it, the mma used in their system is for the most part 100% mma but usually in a redox polymerization system a reducing agent initiator of n, n dimethyl para touluidine n,n dpt is used. This in itself is a very carcinogenic tertiary amine. This all against the FDA warning as described above and their suggestion and sale for use internally and obviously very knowingly. Why do I know this? Cause from all the domestic & foreign mfg of p-mma pearl polymer and mma monomer they warn you of this when you purchase it from them. Barium sulfate is only added as a solid into the soluble pearl polymer p-mma/styrene component as a radio-opaquing agent. And what is this residual of bpo 2% when it's the major active free-radical initiator to the polymeric, redox cold-cure reaction? Residual conotates inert and minimal to the system when in fact it's a very active ingredient to cause polymerization once combined with the reducing agent. As any mma expert or dental materials text will tell you, in a cold-cure redox system, only as much as 50% of the monomer will polymerize. This leaving up to 50% to eventually volatile out during exotherm and also continues way beyond for several weeks. The ideal way of curing any acrylic powder/liquid system is by heat. And any cold-cure system under pressure to prevent volatilization of the mma monomer during polymerization thus having a hold under its vapor pressure minimizing and capturing uncured monomer components upon the final polymerization of the somewhat porous mass. Now how do I know all this? I'm a recognized worldwide expert on dental materials. When it comes to mma use in dentistry, I developed a product that mostly replaced cold-cure mma based products for temporary crown & bridges and denture repair and is far after when used intra-orally than mma based products. It is still probably the market leader for same and uses iso-butyl methacrylate monomer and ethyl methacrylate pearl polymer. For ref.